Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred during basal therapy. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Reportedly, the customer experienced a low blood glucose (bg) level of 55 mg/dl, but was unsure of the suspected cause; however, did not attribute the low bg level to be due to the malfunction. To treat the bg level, the customer consumed food.